Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.

Event description:
The consumer reported that their easyclean powered toothbrush metal shaft detached during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
Date of event: approximate. Serial #: the device serial numbers or manufacturing numbers were not provided. Initial reporter name and address: customer name, mailing address and phone number were not provided. The complaint was received from a consumer in (B)(6). Device manufacture date: manufacture date not provided or identifiable.